Event description:
The customer stated that discrepant negative axsym cmv igg results of 0.0 au/ml were generated for three patient samples that were confirmed positive using an axsym analyzer at a different laboratory. This report is for patient #3. The samples retested at 122.1, 121.8, and 141.3 au/ml. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.